Event description:
It was reported at implant attempt, the lead was 'dislocated', and the helix did not work properly. It was replaced. There were no reported patient complications due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead; distal conductor connecter pin bent.